Event description:
While the surgeon was performing an anterior vitrectomy, the vacuum and irrigation failed. The surgeon was using a 25ga probe that is not recommended for use with the system. The surgeon changed to a new probe and rebooted the system with no improvement. The procedure could not be completed and a second procedure was required. The patient was hospitalized from (B)(6) 2012. The patient is reported as recovering. Additional information has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, device history record (DHR), and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. (B)(4).